Event description:
The device was returned for repair, due to the claim that it was not working and the power cord receptacle was broken. It is unknown if the device was in patient use at the time, however there was no reported patient harm. An investigation was performed and it was determined that the molded female connector on the power cord had fractured and the leads were slightly exposed. The connector appears to have been subjected to physical abuse in excess of design intentions, resulting in the fracture. Design of the power cord meets applicable safety standards, including ul817 and iec 60320-1.